Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the handpiece device had a ¿lack of touch¿ (low power). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the previous report stated the device was returned and pending completion of the evaluation. However, the device was not returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: upon complaint review, it was determined that the date received by manufacturer was incorrectly documented on the previous supplemental medwatch report as february 13, 2018. The correct date received by manufacturer is feb 13, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the rotational speed of the handpiece device was below the minimum acceptable rotations per minute (rpm), the vanes were worn, and there was a non-anspach screw in place of the designated screw. Therefore, the reported condition of low power was confirmed. The assignable root cause was determined to be traced to component failure due to wear. The cause of the non-anspach screw was due to tampering. If additional information should become available, a supplemental medwatch will be submitted accordingly.